Manufacturer narrative:
B3: the event occurred on an unspecified date of 2023, further described as "in the last 20 days". E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hose (tubing) detached from the drip chamber of a light sensitive drug set. The issue occurred after the set was connected to a parenteral nutrition eva (ethyl vinyl acetate) bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was produced in december 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed there was a disconnection between the tube and the chamber. By the nature of the sample, no additional tests were performed. Meanwhile, retention samples were visually inspected, with no obvious issue/damage detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The reported condition was verified in the photo; however, not verified in the retention samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.